Event description:
End user's daughter states one of the non skid pads are missing from the raised toilet seat. End user's daughter states the end users raised toilet seat is wobbly and unstable. End user daughter states there were no injuries pertaining to the incident.